Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during an unrelated procedure for a routine generator change, the right ventricular lead was capped on (B)(6) 2018 due an insulation anomaly. The insulation was described as worn and peeled out close the proximal end. The lead was replaced. The patient was stable before, during, and after procedure.